Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power not turning on occurred due to a converter failure and a failure in the camera cable. However, a definitive root cause could not be determined. The inlet fuse box was burnt but a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device would not power on due to a converter failure, and the inlet fuse box was scorched. The following additional findings were also noted: the light guide connection was loose due to the wear of the output connector, and the dimming shibori spring was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The end user facility contacted olympus to report no power on their viscera pro xenon light source. No patient or user harm has been reported. Upon inspection and testing of the returned device, it was discovered that the device would not power on due to a converter failure, and the inlet fuse box was scorched. This medical device report (MDR) is being submitted to capture the reportable malfunctions reported and found.